Event description:
Consumer reported complaint for hi blood glucose test results and error messages (e-5 and e-3). Daughter is calling on behalf of the customer. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix air meter. Daughter stated that customer had breakfast and will take her insulin. The customer¿s expected blood glucose test result range was not disclosed. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/31/2023 and the test strips were opened the day prior to call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of: 22-mar-2022. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.